Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3009564766-2021-00016. During the procedure, the patient experienced thrombus coagulation. The first device was used, but the device was unable to equalize due to signal drift. Removing and recalibrating the device did not resolve the issue. Another device was used but the issue persisted. The repeated attempts resulted in thrombus coagulation in the patient's vessels and the procedure was completed without further fractional flow reserve measurement.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The reported event of a pressure registration issue could not be confirmed. The results of the investigation confirmed the pressurewire was able to be equalized and met functional specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pressure registration issue remains unknown.